Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the physician had difficulty engaging the setscrew on the pulse generator. After the silicone plug was removed, the setscrew was able to be engaged. The device was explanted and replaced. The patient was in normal condition post procedure.